Manufacturer narrative:
G4:21apr2021. B4:26apr2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse informed the customer that the device was made aware the part number of the power management printed circuit board assembly (pm pcba) is on the field change order list. The fse implemented the field change order, replaced the pm pcba board to resolve the reported issue. The device passed performance verification tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
It was reported to philips that the device was unable to activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.